Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding questions about the sensor. Customer reported a hospitalization due to low blood glucose. Wife called paramedics due to blood glucose reading is 20 mg/dl. Paramedics transported the customer to hospital. Low blood glucose readings for 2-3 weeks. Customer treated the blood glucose off the sensor reading. Advised customer to treat from finger stick reading. Nothing further reported.